Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states he just replaced the gas recline cylinders and now the right one is not locking into place.